Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple cartridges with the insulin gauge displayed with a zero reading during the load process. The customer reported was able to after successfully load a new cartridge. During troubleshooting with tandem technical support (cts), cts explained that most likely the load process was not fully completed. The customer stated that this might have been the cause. There was no impact to the customer's blood glucose level.